Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the right ventricular (rv) lead was inserted, there was a lot of noise in the vtip/vring electrocardiogram (egm) and pacing impedances were out of range. Lead measurements had been taken previously with the cable and analyzer and were ok. Measurements with the previous device were ok. The is-1 rv pin was disconnected and measured again with the analyzer. Everything was normal again. The lead was connected again to the device, cleaning the lead pin. Measurements were out of range and egm had noise. It was disconnected again, and this cleaning procedure and reconnection was repeated several times with the same negative result. Th device was programmed to odo and ventricular and atrial is-1 connections were switched. The noise appeared again in the ventricular channel, with the atrial lead connected. They connected now the device that was being replaced, connecting again atrial pin to the atrial connection, and ventricular is-1 pin to ventricular connection. Every measure was ok, without noise in the egms. They tried a last attempt was again, reconnecting the initial device and the same noise and impedance problems showed again. It was then decided to use a new device. There were no noise and impedance issues with the is-1 rv lead connection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found and the set screw was found in the connector bore.